Event description:
It was reported that the customer passed away in the hospital due to an unknown cause. The customer's husband stated that she had lupus and other health issues. She was hospitalized a week prior to her death, and she was reported to have died with dehydration and pneumonia. The caller stated that she was hospitalized on (B)(6) 2014. He reported that 3 months prior to her death, she had broken her hip and her heath began to decline thereafter. He stated that she was originally admitted into the hospital for dehydration, released, then readmitted due to pneumonia. He noted that her blood glucose readings had been very unstable for the last few months. He added that it was difficult to regulate her blood glucose levels with the insulin pump. She was not eating or drinking, so a low blood glucose event was difficult to detect. The caller advised that the customer had been off the insulin pump for 6 days before she passed; their daughter had removed it. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.